Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customers parent reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 213 mg/dl. It was reported that they had motor error alarm and was able to complete pump rewind customer reported that the drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.